Manufacturer narrative:
(B)(4).

Event description:
It was reported that the versajet console was not working properly. The new versajet hp was changed and there was no light up when connected to the console. Physician decided to operate by conventional method by using surgical knife. Surgery time was not more than 30 minutes and no delay occurred.

Manufacturer narrative:
H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. This case is a duplicate of case (B)(4), which has already been reported under MDR report number 8043484-2020-04144.

Manufacturer narrative:
H3, h6: the device that was intended for use in treatment was not returned for evaluation, with all information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. The associated risk files contain the reported failure/harm or event. Instructions for use (IFU) contains recommendations and precautionary statements for proper use of product. A clinical/medical assessment was performed and determined no further actions are required. Factors that are known to contribute to the alleged fault/failure may be a component failure or connection issue. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.